Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During angioplasty, an nc euphora balloon catheter was used for in-stent inflation at the distal border of the left anterior descending (lad) artery for treatment of a residual infarction lesion. It was reported that there was balloon deflation difficulties when the device would not deflate at the lesion site. The device passed through a previously deployed stent. Following a single inflation to 14 atm, the balloon could not be deflated and remained inflated within the vessel for several minutes. The connection between the inflator and the balloon catheter was reassessed, and aspiration attempts were made using 5 ml, 10 ml, and 20 ml syringes; however, these attempts were unsuccessful and the balloon remained inflated. As a result, the entire system had to be removed with the balloon still inflated, requiring forced withdrawal through the vessel. It was reported that the inability to deflate the balloon created significant procedural difficulty and had the potential to result in serious consequences for the patient. No further patient complications were reported as a result of the event.